Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer inspected the ise block and fluidic pathy; no issues were found. The solenoid valves appeared in good condition. The rinse tubing was inspected and it appeared to be aged. The tubing was replaced. The water and gear pump pressures were within specifications. Rinse levels were adjusted to specification. An ise check was performed and no issues were observed. Precision studies were performed and were within specifications. Controls were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 6000 c (501) module. The sample initially resulted in a na value of 117 mmol/l and it repeated as 140 mmol/l. The sample initially resulted in a k value of 2.9 mmol/l and it repeated as 4.6 mmol/l. The sample initially resulted in a cl value of 133 mmol/l. The sample was repeated twice, resulting in cl values of 102.5 mmol/l and 100 mmol/l. Corrected reports were issued after repeating the sample.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.